Event description:
It was reported that the patient received an unwanted shock. The patient tried to send a manual transmission, but none was received by the doctor because the patient did not have the monitor turned on and alerts were not programmed on the device. Further follow-up with the clinic confirmed that the shock was appropriate therapy. The device alert was programmed on and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.